Event description:
It was reported when the customer went to prime and has inserted the reservoir, the device pushed the insulin out before the numbers shows up on the screen, and the piston was not fully twisted into the reservoir. The customer also noticed that in her bolus history the information has not being saved. It was stated that the customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.